Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose (bg) level was 121 mg/dl.